Event description:
A generator was returned after a routine end-of-svc (eos) explant and underwent product analysis by the MFR. During the analysis, a capacitor was found to exhibit an out-of-limit (higher) supply current. It was found that this supply current could have contributed to the observed eos condition, although the extent to which it did was unk. Following the capacitor's replacement, the module met specifications. An investigation into the capacitor event revealed that the most probable cause of the failure was damaging voltages experienced during mfg.